Event description:
When the vns was first implanted, the patient had very marked problems with swallowing on the following regular cycle device settings: 30 seconds on, and 5 minutes off. The treating physician quickly ramped the device settings up to rapid cycling which markedly improved the swallowing problems at that time. Over the past year, the patient has complained of occasional intermittent episodes of choking where they have indicated that it is difficult to breathe. This does not coincide with eating or swallowing and there are no obvious triggers. The first episode seemed to follow a severe respiratory infection. The patient has other significant neurological problems with bilateral perisylvian polymicrogyria and a very severe facial palatal paresis. Physician is unclear about the relationship of the vns to the most recent events that the patient is experiencing because they did not have these problems pre-vns, but they did not begin until after vns had been implanted for some time. Device diagnostic testing was within normal limits, indicating that the device is functioning properly.